Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that the "ok" button on his onetouch ultra2 meter was not responding to touch. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue began on the afternoon of the event date. It is not known what action the pt took regarding his diabetes management. As a result of the alleged issue. Approx 4 1/2 hours after the issue started, the pt claimed that he felt tired and developed "low sugar symptoms". The cca noted that the pt reported taking glucose tablets. At the time of troubleshooting, the cca noted that the alleged issue was resolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.